Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited high capture threshold and dislodgement as evidenced by fluoroscopy. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.